Event description:
Customer reported being hospitalized due to high blood glucose levels, experience symptoms of nausea, thirst, and ketones. Troubleshooting was performed and pump appeared to be functioning properly.